Event description:
We received an allegation about discrepant results for 1 patient's sample tested with creatinine (crep) gen.2 assay on a cobas 6000 c501 module. On (B)(6) 2023 the customer ran the sample on line beta. Since the customer already had a rule that had been setup to rerun high crea results, the sample was then tested on line alfa. Initial result: 675 mol/l (tested on line beta with serial number (B)(6) ). Rerun result: 80 mol/l (tested on line alfa with serial number (B)(6) ). No erroneous result was reported outside the laboratory. The customer advised that the rerun result matched the patient's clinical picture. The crep reagent lot number was 698290. The expiration date was not provided.

Manufacturer narrative:
Gear pump head and sample probe were replaced. Calibration and qc were performed and were acceptable. Investigation is ongoing. .

Manufacturer narrative:
A reagent issue was excluded as a correct rerun was performed with same reagent. An instrument check was conducted and it was performing within specifications. The investigation determined that the root cause of the issue was maintenance related.